Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used reservoirs and performed visual inspection. Checked transfer guard's needle for defects and failed per specification. The transfer guard's needle was not centered.

Event description:
It was reported that the customer that the white cap in the reservoir was tilted. No blood glucose reading provided. No further information provided.